Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported event of infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by a nurse that the patient had their vns therapy system removed due to a possible infection in the neck incision site. Device history records could not be reviewed to date as the serial numbers of the patient's products are unknown to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.